Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call, the buttons on the insulin pump weren't responding. The up and down arrows were not responding. The customer's blood glucose was a little elevated, 102 mg/dl. Customer isn't returning the device for analysis.